Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-1111 scope lenses were cloudy. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The event date is unknown. The product is returning.